Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No frozen screens noted. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive and the screen will randomly freeze. Customer does not recall any significant events leading to the error, except that it happened during a bolus. Customer's blood glucose was 137 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.